Event description:
Customer called about alarm durning set change. Troubleshoot for alarm per dop. Customer's bgs is 101. Nothing further reported.

Manufacturer narrative:
Alarm during basic occlusion test due to protruded/loose drivesupport disk. Unit had missing end cap sticker.